Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single-day infusor only infused half of the specified drug during a 24 hour infusion. The device was filled with 4 g of piperacillin and 250 mg of tazobactam in 48 ml of saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from january 30, 2012 - january 31, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.